Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported receiving an automated delivery restriction alarm after a few hours of wearing the pod, which prompted them to switch to manual mode. After switching to manual mode, they received a message indicating that the pod needed to be replaced. The patient reported that on or around (B)(6) 2025, they had to go to the emergency room due to high blood glucose levels. The patient was treated with administered insulin and fluids.